Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, 13 unused companion samples were returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were performed on all samples with no issues noted. The cassettes were used with a test homechoice device and no problems were identified during the simulated use. The reported issue was unable to be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.